Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was over detecting motion artifacts. Also, it was noted that the device detected false atrial fibrillation (af) episodes. The device remains in use. No patient complications have been reported as a result of this event.